Event description:
It was reported that the machine could not be calibrated to zero and there was no display. There was no patient involvement reported, and no patient harm/adverse event reported.

Manufacturer narrative:
Three used samples outside their original package were received for investigation. The complaint is confirmed for the failure mode ¿could not be calibrated to zero¿ through the device analysis executed on the returned samples it was observed that the three (3) devices failed vacuum and air leak tests. During visual inspection, it was observed that the electrical board of the three (3) returned samples exhibited corrosion condition. Awareness for failure ¿could not be calibrated to zero¿ given to personnel who perform the assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.